Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-18395. It was reported that the patient had a fall and then began to experience ineffective stimulation due to high impedances on both leads. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.